Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the day before yesterday, the patient was in the kitchen with her son. When her son turned the microwave on, her stomach and bladder started spasming and "vibrating noise real fast." It "freaked her out and all day long it wasn't working right and crazy." When the patient got to work she walked by a microwave in the kitchen area and as soon as she walked by it started to happen again. She called her doctor's office and was told to turn the device off until she could call medtronic. Patient services reviewed that household microwave ovens are not known or expected to interfere with the stimulation therapy. Patient services offered to assist the patient with turning therapy back on but she declined at this time, indicating that she will call back once she re-watches the handset tutorial. Later that day the patient called back, she reported that she was sick to her stomach, throwing up, had diarrhea, and the right side of her back "was killing her." The patient wanted to know if these symptoms could be the result of the incident with the microwave. The patient was redirected to their healthcare provider for medical assessment of her symptoms. The patient also wanted to know if it was okay to turn stim on by herself or with assistance from patient services. The patient said that she had called her healthcare provider's office and was told that they don't know anything about the device and redirected to the manufacturer. Patient services reviewed options and the patient said that she was currently driving and would call shortly when she arrived home. No further complications were reported.